Event description:
It was initially reported that the pt was experiencing mild voice alteration with stimulation. It was not believed that a device malfunction was occurring. The painful stimulation that the pt was experiencing was said to "may be due to a massive shoulder operation that the pt had in the near past." Later, it was described that "immediately after the implantation, the pt described a tingling sensation with stimulation. The tingling spread in his left arm and was described as pain with increasing stimulation intensities. The location of stimulation was checked with a plain x-rays, which were not provided to the MFR for review. Subjective and noticeable hoarseness with stimulation was very suggestive of a proper location of the stimulation. The pt did not tolerate the stimulation well and in (B) (6) 2007, experienced pain in the arm with stimulation when 1.0ma was reached. There was only a quantitative change after reduction of the amplitude or the pulse width during 2008. In the middle of 2009, he noticed involuntary movements of the left arm with each vns-pulse. Therefore, the vns-generator was switched off. On (B) (6) 2010, the vns-stimulator was explanted due to the pain events. At this stage the pt, had clearly visible contractions of the biceps brachii and the deltoid muscle with each stimulation (short test period only). After the operation, he is feeling well again." The pt was not reimplanted and the device was discarded by the hospital so it would not be returned for product analysis. It is unk if the pt was experiencing a serious injury due to the events or if the device was removed for pt comfort. Review of the programming history available in the MFR's database, showed the last known diagnostics performed were at the time of implant on (B) (6) 2006, which were within normal limits.